Manufacturer narrative:
The technician found the end head rocker arm was broke in half and the connecting rod was bent. The technician replaced the rocker arm and connecting rod to repair the stretcher.

Event description:
Info received indicates the head end of the stretcher still moves when in brake.